Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 223 mg/dl on the mobile system, and a result of 116 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.